Manufacturer narrative:
The surgeon reported via phone on (B)(6) 2022 that he was in the or about to perform an explant on the lal due to an unspecified lens issue. No additional information was provided. Rxsight is actively reaching out to the surgeon and site for additional information regarding this event. The explanted lal has not been returned to rxsight for evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was explanted. Rxsight's first awareness of this event was on (B)(6) 2022.